Event description:
It is reported that a customer experienced low blood glucose of 44 mg/dl. The customer did not mention any form of treatment for the low blood glucose. The customer called in about a broken belt clip and requested a new one to be shipped to them. The customer declined trouble shooting the issue. The customer was sent a new belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.